Manufacturer narrative:
Investigation outcome: reported was, on (B)(6) 2025, while the patient was using a ventilator, the device gave an "low tidal volume" alarm, leading to clinical manifestations such as facial flushing and decreased blood oxygen saturation. The medical staff in the department immediately replaced the ventilator with a backup one for the patient and notified the equipment department for emergency maintenance. After on-site inspection by the engineers from the equipment department, it was found that the monitoring data of the flow sensor was inaccurate. After replacing the flow sensor, everything returned to normal. This incident is due to the failure to replace the consumable accessory flow sensor in a timely manner. The flow sensor is a consumable accessory that needs to be replaced regularly. The manual provides detailed information on the handling, replacement, purpose, lifespan, calibration, maintenance, alarm, and failure of consumable accessories. Clinical users need to regularly check consumable accessories and replace them promptly upon expiration to ensure their functionality. Otherwise, it will cause the machine to alarm and cannot be used normally. Consumable accessories expire and become invalid, replacement is sufficient. This is a maintenance issue. It has nothing to do with the quality of the product itself. Hospitals have been reminded to ensure the availability of backup flow sensors, which can be replaced promptly in case of any issues during use. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag ref nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "on (B)(6) 2025, while the patient was using a ventilator, the device gave an "low tidal volume" alarm, leading to clinical manifestations such as facial flushing and decreased blood oxygen saturation. The medical staff in the department immediately replaced the ventilator with a backup one for the patient and notified the equipment department for emergency maintenance. After on-site inspection by the engineers from the equipment department, it was found that the monitoring data of the flow sensor was inaccurate. After replacing the flow sensor, everything returned to normal. The medical staff in the department immediately replaced the ventilator with a backup one." No health consequences or impact. The case has not been reviewed yet by hamilton medical ag. Therefore, the failure description could not be confirmed yet. So far, no relation to the device has been established.